Manufacturer narrative:
Analysis revealed monitor components were damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation device being used for a cranial resection procedure. It was reported that the camera cart monitor would not show a signal. There were no messages on the screen and it did not say ¿no input¿. The main cart monitor was working fine, and the camera was communicating. The surgeon was able to complete the case by viewing the main cart monitor. The manufacturer representative checked the connections into the monitor, into the camera cart and between the carts. The monitor was replaced, and the issue was resolved. There was no impact on patient outcome and there was no delay in surgery.